Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon was able to apply and fire smoothly for the first cartridge, but the stapler was not functioning well for the second cartridge. Only the handle of the device was moving and not the blade. Current condition: good. Surgery time was extended by more than 30 minutes.

Manufacturer narrative:
Tracking number (B)(4). Initial report sent to FDA on (B)(4) 2012.